Event description:
According to the reporter, a mechanism problem/cannula insertion issue occurred, indicating a needle mechanism failure. The patient's blood glucose level rose from 254 mg/dl prior to the incident to 311 mg/dl subsequent. Medical assistance was not required. No treatment information was reported.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. We are unable to confirm the reported needle mechanism failure or to determine its root cause.